Event description:
Procedure type: endoscopic bullae surgery. According to the reporter: the jaw was unable to be opened after the cutting of the bullae and the device failed to be pulled back. The doctor had to perform a thoracic surgery to resolve the problem.

Manufacturer narrative:
(B)(4).